Manufacturer narrative:
The device was returned and evaluated. And the customer's allegation was confirmed. The nozzle was found to be clogged with foreign material. Additionally, the distal end insulation was out of specification and the switch box was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the air channel was blocked for the colonovideoscope. There was no patient harm associated with the event. The issue was detected by the cleaning, disinfection and sterilization (cds) washing machine. And despite manual attempts to unclog it, the error is displayed again. The device had been manually brushed, but not disinfected. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported nozzle clogged by foreign matter issue could not be determined, as no device deformation was observed that could contribute to the retention of foreign material and no additional event or reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿cf-hq1100dl/I operation manual chapter 3 preparation and inspection. ¿ cf-hq1100dl/I reprocessing manual 5.3 precleaning the endoscope and accessories, 5.5 manually cleaning the endoscope and accessories describes preventive measures¿. Olympus will continue to monitor field performance for this device.